Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor showed readings in the dexcom app but did not connect to the ilet, with pairing to the sensor unresolved until cgm was toggled on the ilet after the sensor code had been entered earlier. Symptoms included no clinical symptoms. Outcomes included no impact to health and no alerts or alarms. Investigation included customer counseling, verification of settings, and guidance to toggle the cgm connection on the ilet. Investigation of this case revealed a temporary communication or pairing failure between the cgm and the ilet that resolved after the user toggled the cgm setting, consistent with a transient connectivity issue involving the cgm communication interface. It was concluded, based on previously established findings for similar reports, that the cause was user correction of a transient connection state, with no device malfunction confirmed. Event summary.